Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, nonsustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No further information is available.